Event description:
A pt received an xact stent during a stenting procedure in the left internal carotid artery in 2006. It was reported the pt developed a headache, nausea, vomiting and aphasia on the night of 2006, which reportedly resolved without treatment. A change in mental status was noted in 20006 [nih stroke scale=2]. The pt was discharged home 2 days later.

Manufacturer narrative:
The device was not returned and there was no lot info provided. We were unable to perform device inspection or device history record review in this case.